Manufacturer narrative:
Date rec¿d by MFR : 07mar2019. Information was received that the customer declined repair/service of the device. No parts were returned to philips for failure analysis, therefore, a root cause could not be established. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the ventilator generated an error code air valve liftoff failure and went into an inoperable state. The customer also reported that the backup alarm was not alarming during the performance verification testing and the mains light emitting diode is not illuminating with alternate current (ac) power connected. No patient involvement. Event date not specified; estimate used.